Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: facility reported on (B)(6), 2023, at approxiamately 13:50:00 hours, while ventilating a patient on the t1, the patient stated, "they couldn't breathe" and a "safety event" message was displayed and a continous high pitch alarm occurred. Patient was manually bagged with an ambu bag until another ventilator could be provided. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: facility reported on october 22nd, 2023, at approxiamately 13:50:00 hours, while ventilating a patient on the t1, the patient stated "they couldn't breathe" and a "safety event" message was displayed and a continous high pitch alarm occurred. Patient was manually bagged with an ambu bag until another ventilator could be provided. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: fields are updated. During ventilation the ventilator went into safety mode and alarmed with tfs. The patient was bagged and moved to another device. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a clogged air intake dust filter. The assumed root cause could not be confirmed. If the ventilator triggers the same tfs it will go into safety mode. In that state, ventilation is still given, and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non-reportable event.

Event description:
The following was reported to hamilton medical ag: facility reported on (B)(6), 2023, at approxiamately 13:50:00 hours, while ventilating a patient on the t1, the patient stated, "they couldn't breathe" and a "safety event" message was displayed and a continous high pitch alarm occurred. Patient was manually bagged with an ambu bag until another ventilator could be provided. No patient harm or consequences.